Event description:
This patient had a history of bilateral subcutaneous mastectomy with reconstruction about 15 year ago. Had fairly severe hardening of the implants with considerable limitation of motion and quite a bit of pain across chest and shoulders, especially over the last few years. Concerned about possible rupture, mammograms were not absolutely positive. During bilateral exploration of the pockets, the silicone implants were found to be ruptured and there was extensive scar contractures on both sides. The leakage caused extensive calcification in the capsule. Siltex saline-filled mammary protheses were inserted bilaterallyinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.